Event description:
The patient was implanted with a vascular access graft in a loop configuration in the left forearm. It was reported by the patient that a puncture site had suddenly hardened. Several days later during dialysis, a diffuse false aneurysm was observed to have formed from the arterial anastomotic site to the top of the loop. The graft was removed for replacement at that time. The graft had been implanted for an estimated period of four (4) years.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.